Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 234 mg/dl at the time of the incident and 267mg/dl. The leak was past the second o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir and transfer guard. Performed pre-fill test to reservoir. No leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no leak.